Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory; product ID: hh90t01, serial# unknown, product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 10-may-2024, UDI#: (B)(4). H3. Analysis of the communicator found that the complaint could not be verified. The device passed all tests and no visual anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported their communicator is ¿doing the same thing as the last one." They state the charging cord will not stay in the communicator unless they use "tape.". The patient also stated they are in physical rehabilitation because they had their right hip joint replaced and fell on the 19th and broke a femur bone. The patient stated their ptm was working fine, but now they reported seeing a message that said there was no network connection. The patient service specialist had patient turn off wifi, turn bluetooth on and off and patient was able to successfully connect to the pump 3 different times. The patient will monitor and call back if they need further assistance. The patient called back stating when they have the communicator plugged in they are not able to connect to ptm but when they unplug it they are able to. The patient wanted to make sure this was normal. Agent informed patient that is expected. An email was sent to the repair department for a replacement device. No indication of patient harm.